Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that the t.w. Power supply would not work, they tried two seperate cables. The power supply was brought to biomed where it did show power and light came on. The hospital did not report any patient effects.